Event description:
A speaker malfunction notification was reported, and it was noted that there was no sound for low blood glucose alerts. A specific blood glucose level was not provided, but there was no adverse impact on the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.